Event description:
It was reported that occlusion alarms occurred, which caused the customer's blood glucose level to rise to 543 mg/dl, exceeding the normal range. The elevated blood glucose was addressed by a correction injection via manual insulin therapy. Customer changed cartridge and infusion set to address the issue.